Event description:
It was reported that the patient experienced infection approximately one month after the pacemaker system was implanted. The physician decided to explant the system and implant a temporary external pacemaker. The explanted devices are not expected to return. No additional adverse patient effects were reported.